Event description:
It was reported that the patient experienced pain at their beltline. The patient's implantable neurostimulator was moved to the patient's abdomen. The patient recovered without sequela.